Event description:
Doctor called risk management yesterday regarding a concern he had regarding a patient. He performed a bilateral endoscopic brow elevation with implant on a patient last month. He does these frequently but very rarely because it is usually cosmetic. In this patient's case it was medically indicated. His concern was this: before the implant (which absorbs after several months) is placed, he uses a drill bit to drill the holes in the bone for the implant to seat into. He said the drill bits (there are two in the set) used in the or were really old and never get used. Normally, the implant seats really well into these holes. In this patient's surgery he had difficulty getting it to seat after using the first drill bit. So then he drilled the same holes with the other drill bit. He was able to get it in satisfactorily, but the implants are now slipping down. He had to remove and replace the implants. He believes the poor outcome is due to either the drill bits or a defect with the implant. The manufacturer has been contacted.